Event description:
The catheter was functioning with occasional infusion problems relieved by positional changes until it stopped working, prompting a dye evaluation of the catheter. Dye study revealed an extravasation at the clavicle and chest x-ray revealed a catheter fragment within right descending pulmonary artery on 4/11/94, a pulmonary arteriogram was performed and fragment was retrieved using a loop snare device. Catheter and fragment was sent to MFR for study.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.